Event description:
It was reported that t: slim x2 pump battery would not charge even though customer used working outlets, tandem charging cable, tandem wall adapter, and other available adapters and cables, and no low power alerts, shutdown alarms, or power source alerts were present and pump charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not shut down and could still be turned on, and pump was not replaced because it was out of warranty, with insulin pump therapy continued using loan pump.